Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the device involved with the complaint and completed device evaluation. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged, no other damage found. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken pitch cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that visual inspection of the pk dissecting forceps instrument, showed frayed wires. The reporter was not aware of when this had occurred and didn't have additional information to provide. There was no report of fragments falling into a patient. There was no allegation of any harm, injury, or adverse outcome to a patient.